Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a nurse responded to an ail alarm during a magnesium sulfate infusion. The tubing snapped and broke when the nurse attempted to remove the visible air bubbles using a technique of flicking. The tubing was replaced and there was no harm to the patient.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of the tubing snapping and breaking was confirmed. Visual inspection showed that the silicone segment was separated from the lower fitment. The retainer ring was not provided with the set but there were ring indentations on the silicone segment, indicating that there was a ring previously in place. No functional testing was feasible as the silicone segment was received detached from the lower fitment. The root cause of the silicone segment separation was not identified but may be related to the force from the user flicking the set as reported in an attempt to remove air bubbles.